Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer rail issue. A field service engineer repaired the rails and installed new rail bump stops to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer. The customer stated that the drawer was not closing and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.